Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling, and the environmental chamber without duplicating the report. The analog board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.